Event description:
A report was received stating that a clinician was unable to engage the listed device into its safety mechanism following use with patient. No related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.